Event description:
During the procedure, the physician used a balloon catheter to treat the left superficial femoral artery; the lesion looked good after pre-dilation. After that the physician used an sv guidewire to cross the occlusion in the left anterior tibial artery. When the guidewire approached the anklebone, the physician found there was something wrong with the guidewire, so he removed the guidewire and found that the tip remained in the artery. It was impossible to cross the artery because the guidewire tip stopped the guidewire from going any further. Therefore, the physician gave up treatment of the artery. After dilating with a balloon catheter, the posterior tibial artery was treated well and the pt felt improving of the pain in the leg. The distal tip remained in the pt.

Manufacturer narrative:
Facility reviewed the device history records relative to the manufacturing, inspecting and packaging of this lot. The history records indicate this product was final inspection tested at the facility and was determined to be acceptable. Additional info will be submitted upon 30 days of receipt.